Event description:
Agent ide study. It was reported that in-stent restenosis (isr) occurred. On (B)(6) 2018 stenosis in the distal right coronary artery (rca) was treated with a 4.00 x 12 synergy drug eluting stent and stenosis in the diagonal was treated with a 2.75 x 12 synergy drug eluting stent. On (B)(6) 2019, 44% isr in the distal rca was treated with a 3.50 x 6mm nc quantum apex balloon and 61% isr of the previously placed 2.75 x 12mm synergy stent placed in the diagonal was treated with a 3.25 x 6mm nc quantum apex balloon. Additionally 52% isr in the mid left anterior descending artery (lad) was treated with a 4.50 x 6mm nc quantum apex balloon.